Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high", no specific value was provided. Customer required assistance from husband to administer a manual injection and deliver a correction bolus via the pump and to change pump supplies. Customer continued to use the pump for insulin therapy.